Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s parent reported the patient¿s cgm displayed 87 mg/dl; however, one-hour later, the patient experienced a seizure and loss consciousness. Emergency medical services (ems) was called, her bg per ems was 37 mg/dl, she was treated with fluids and dextrose via intravenous (IV) therapy and transported to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.